Manufacturer narrative:
H3: analysis found in kit svc o2 bi71000450 power supply psi- analysis determined there was electrical component failure. Ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed. Output voltage drifted to 4.178vdc. Installed ps1 in o-arm system (B)(6). The system initialized, motion, generator, communication and charging readied. The 2d and 3d imaging was successful. B01, d02. C02 h3: analysis found on kit svc o2 bi71000576 starter upgd kit- analysis determined there was no fault found. B01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that power supply was drifting and was unable to hold voltage specifications. Once the power supply and starter was replaced, the imaging system then passed the system checkout and was found to be fully functional. The power supply and starter was returned to medtronic, but was not analyzed as the time of filing. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(4), s/n (B)(4). Product ID: bi71000576, serial/lot #: (B)(4) : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system will not boot up past the radiation icon screen on the image acquisition system (ias). After rebooting couple of times it finally booted up properly. This occurred during the rad gain calibration. There was no patient present when this issue occurred.